Event description:
A pacemaker clinician from (B) (6) clinic, called into technical services stating that upon interrogation of this device a warning pop-up screen appeared notifying her that excessive current drain had been detected and that the device was operating in a safe, single-chamber mode. Attempts at performing battery and lead telemetry tests were unsuccessful. No programming changes could be made. On (B) (6) 2010 - we were informed that the device was explanted and discarded by the hospital on the same day as the report was made to biotronik. It was replaced with a st. Jude device.